Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, it was observed to be intact. No anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2019, mentor received two 275cc siltex round moderate profile saline breast prostheses that could not be associated with an existing product complaint. No additional information was made available after follow ups were performed. On (B)(6) 2019, in the absence of clarifying information, mentor decided to conservatively report these devices to FDA, as it is possible that they were involved in a patient event requiring explantation/intervention. If additional information is received in the future, this complaint will be updated. This report is for one of the two devices. This report is for the right side device.